Manufacturer narrative:
Evaluation summary: one device was received for evaluation. The returned product did not meet specification as received. Visual inspection found the device was returned with the jaws closed. The reported condition was confirmed. The investigation found the knife blade was stuck on eschar buildup, which prevented the knife from advancing forward or retracting back to its home position. The stuck knife blade on eschar prevent the device from opening and closing properly. The knife blade was cleared from the eschar buildup by pressing the knife trigger. Once the knife blade was cleared from the eschar, the device's jaw was able to open and close properly. The investigation identified the root cause of the reported event to be user error for improperly cleaning the device. The instructions for use (IFU) states, keep the instrument jaws clean. Build up of eschar may reduce sealing and/or cutting effectiveness. Wipe jaw surfaces and edges with a wet gauze pad as needed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, the surgeon was using the instrument and it became locked on tissue. It was unable to be unlocked so they had to open a second device hand piece and managed to dissect around the tips of the first instrument to free it. There was no patient injury.